Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus czech group, s.r.o. (Ocg) for evaluation. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. Based on the information below, the reported event may have been caused by some physical stress on the insertion section. In the past similar cases, it was concluded that the cause may have been some physical or chemical stress. According to the photographs provided by ocg, the coating was locally peeled off and did not extend to the entire insertion section. In addition, ocg reported that it may have been caused by user's handling. The device may also have been subjected to chemical stress due to reprocessing, but omsc concluded that the reported event was caused by physical stress such as the insertion section rubbing against some hard object. However, it could not be identified that specific circumstances under which the reported event occurred. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4) group, s.r.o. (Ocg) for evaluation. Ocg inspected the device and confirmed the following: the light guide cover lens was scratched. There was a burn mark on the distal end cap. The adhesive of the bending section rubber was defective. There was no leakage at the device. The reported event may have been caused by customer's handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) gmbh and found that the coating of the insertion tube greater than 1x1 square millimeter had been peeled off. There was no report of patient injury associated with the event.